Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged; further described as ¿broken hose and cassette body had a small hole.¿ this was identified during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h6 and h11. H11: the actual device was not available; however, two photographs and retention samples were evaluated. A visual inspection of the photographs showed a liquid leak that appeared to be coming from a perforation in the cassette. However, it is not possible to identify the nature or size of the perforation, as the physical sample was not provided for evaluation. No additional defects were visible in the photos. The reported condition of ¿cassette body had a small hole¿ was verified. The cause of the condition could not be determined. Twelve (12) retention samples were visually inspected with no defects noted; the retention samples met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.